Event description:
It was observed during device inspection when device was plugged in, there was no image on the screen, after aeration, there was still no image. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and as stated in section b5, inspection found there was no image on the screen and found to be due to heavy fluid invasion at the scope connector. The root cause of the heavy fluid invasion cannot be conclusively identified. Olympus will continue to monitor field performance for this device.